Event description:
It was reported that during a pta treatment procedure in the left iliac artery, balloon removal difficulties were encountered with a synergy balloon catheter. The balloon was inflated five times and when the dilatation was completed the physician was unable to withdraw the balloon from a 6 f sheath. The procedure was successfully completed with this device and there were no pt complications. Current pt condition is reported as 'good'. Further information has been requested about this event.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation which is not complete at this time. A supplemental report will be filed when the analysis is complete.